Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they were struggling to find a doctor to remove the implant.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown, serial# unknown, product type: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have other ailments and need assistance to remove the device. It was reported that they were retired with stroke issues and needs the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the ins was unstable and would not hold a charge. It was noted that the patient had medical issues with the chronic nerve and back pain with sciatica in both hips.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their device had not worked for four or five years at the time of follow-up. Eight days later the patient reported their implant ¿had been broken since 2016.¿ the patient noted they were ¿looking at getting it removed.¿ the patient inquired about removal costs on 2020-mar-25. There were no further event details reported; there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep clarifying that the device stopped working due to it ran out of charge. The patient was not able to charge because the charger¿s cable broke. The patient¿s pain came back. The action taken to resolve the event was a new cable for the charger was sent to the patient, but the new cable was not compatible with the charger. The patient has not done charging since 2015. The patient asked for a manual for their device, something that they could read. The patient wants to do the charging again.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown. (B)(6).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic nerve pain, back pain, non-malignant pain and failed back surgery syndrome . It was reported that the antenna will not fit their device so they cannot charge or turn on their implant. The consumer reported the antenna was "totally a different one". Per a manufacturer representative (rep), it "was not fit", as described by the patient. The patient had been without the use of his unit and does not know if it still works. The rep further reported that the patient needs the antenna with pointed plug, but received the square plug. The patient cannot use the square plug. It was noted that the patient was not sure if they want to continue with the implant because of the difficulties maintaining it. The patient¿s antenna was replaced, but was replaced with the wrong antenna that would not fit. As a result the patient had not been able to use their implantable neurostimulator (ins) since. The patient indicated they had not used their ins for over two years at the time of report. It was noted the patient was originally implanted for chronic nerve pain from previous surgeries and car accidents. Additional information received from the patient reported the implant was dead inside his lower back while his chronic nerve and degenerative disc disease continues to spread from l4 <(>&<)> l5 along with his sciatica nerve slowly dying. Additional information was received by the patient reporting the ins was implanted in 2011, and just two years later the device stopped working. The patient needed help either by removing the device or how to restart the device. It was noted the patient gave up trying to get a replacement cord.

Event description:
The following has already been reported in manufacturer report # 3007566237-2017-01129: information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced shocking. No other information was provided as the call was dropped. No further complications were reported/anticipated. Any additional information regarding this event will be reported in this manufacturer report.

Event description:
Additional information was received from a rep reporting that the antenna was defective. The patient¿s current antenna is the wrong one, so it has the wrong port to connect to the unit. The rep needed to know if they needed to replace the cable bearing with the wrong port or to replace the whole unit.